Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 3 of 5. The home patient (hp) stated that the supply bag fell off the shelf but he did not see where it disconnected. The baxter technical service representative (tsr) had the hp power cycle the hc to end of therapy and advised the hp to start over with new supplies. They would call the registered nurse (rn) about the possible exposure to unsterile air. The hp would start over with new supplies and call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. This issue is being investigated through CAPA. The label review found the labeling adequate for the possible use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.